Event description:
The following information was reported to gore: on (B)(6), 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 52 mm in diameter and was therefore treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow-up ultrasound examination revealed a type ii endoleak of a lumbar artery and an aneurysm diameter of 63 mm. On (B)(6) 2018, the lumbar artery was embolized.